Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector had trouble being pushed through the cannula and then had trouble advancing in the pt's leg "stiction". A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Staff said it felt like the cannula's port was smaller than usual.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).